Manufacturer narrative:
No further issues were reported.

Event description:
There was a complaint of questionable vitamin d results for 5 patients tested with a cobas e801 module. The questionable results for patient 1 were reported outside of the laboratory. It is unknown if the questionable results for the remaining patients were reported outside the laboratory. (B)(6). The lot number and expiration date of the vitamin d used were requested, but not provided.

Manufacturer narrative:
The customer mentioned abnormal condition and abnormal low signal alarms. On (B)(6) 2021, the field service engineer (fse) replaced the tubing for the measuring cell and noted liquid in the line for a pinch valve (pv) and evidence of liquid egress into the valve. The fse removed the pv and cleaned and oiled all components, refitted the pv, and ran calibration and qc checks. All tests met acceptance criteria. Some days later, after continuing issues, the fse replaced all pvs, measuring cell sipper probes, pre-wash sipper probes, and the detection unit tubings. All adjustment and instrument checks met acceptance criteria. There have been no further issues. The service actions resolved the issue. The investigation is ongoing.